Event description:
Ems personnel were attempting to routinely monitor a pt. Allegedly the device displayed excessive artifact. There were no adverse effects to the pt as a result of the alleged malfunction.